Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that material was found in shaver packaging.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was not confirmed. Visual inspection: a 4.0mm resector in an opened package was returned, after an initial examination of the returned package the alleged claim was not confirmed. No foreign material was found inside the returned opened package. The probable root cause/s could be environmental conditions, inadequate cleaning process. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that material was found in shaver packaging.